Event description:
It was reported that as the doctor pulled back on the retrieval handle, of a vena cava retrieval system, the metal rod detached from the purple shaft. He then had to cut down on the white sheath in order to remove the purple shaft. He was able to do so and discovered that the filter had been successfully retrieved. There was no reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Upon inspection of the returned sample, it was noted that the handle was fully imbedded into the shaft of the catheter. There was no grip blast showing at the distal end of the handle. There was a weld impression evident at the proximal end of the purple multi lumen extrusion. The weld measured approx 1.2cm in length and the welded end was rounded over. The recovery cone catheter was removed from the introducer sheath, as returned. The recovery cone had all 9 claws and 3 pedals intact. The overall length of the recovery cone catheter met specifications. A weight was attached to the handle, and the handle did not separate from the catheter shaft. However, the handle could be removed from the catheter by twisting and pulling, using extreme force. The introducer sheath was missing the proximal portion that included the hub. The length of the returned introducer sheath met specifications. The introducer sheath was missing approx 5 inches of the proximal end, including the hub. The proximal edge of the introducer sheath, as returned, was torn and ragged. The distal tip of the introducer sheath appeared distorted. The result of the investigation was confirmed for handpiece detachment. Corrective action has been implemented. This device was from a lot that was recalled.